Manufacturer narrative:
The device history record have been reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent was found with a restenosis 6 months post placement in the sfa. An intervention was performed to treat the patient. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the vessel prior to stent placement, directly after stent placement and six months post stent placement were provided for evaluation. On the basis of the images provided, no indication for an irregular stent placement or a defect of the stent was found. Several images document a homogeneous stent strut pattern over the entire length. It can be confirmed that the vessel was occluded six months post stent placement; however, there is no indication that the occlusion is device-related. Potential factors that could have led or contributed to the reported event have been evaluated. Previously reported similar complaints have been reviewed. A restenosis of the treated vessel may occur as a result of various factors. In this case, no indication for a device-relation could be identified. The general condition of the patient, the medication after stent placement as well as the vessel anatomy may be contributing factors to the reported event. In this case, the stent was implanted successfully, the lesion was pre and post-dilated, and no irregular strut pattern could be identified. Based on the information provided, a definite root cause for the reported event could not be determined. The IFU states that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur.